Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work on high mode since it was opened. Therefore, the surgeon used an alternative same product to complete the surgery. There was liquid leak noticed from the batteries. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
On 21 august 2018, it was reported from kano general hospital that the unit did not work in high mode. On 21 august 2018 a returned product investigation was performed on the 00515048201. The physical evaluation revealed no problems with the device and noted that it was functioning as intended. The results of the returned product investigation have not confirmed the reported event. The reported event was never confirmed during inspection of the device, and the device was noted to be functioning as intended. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. This investigation is being completed as no problem was found. Therefore the complaint history and DHR reviews are not required.

Event description:
No additional information was received.